Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had e226 endoscope communication error. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d8 - was device serviced by third party?, d9 - date returned to mfg, g1 - contact office email, h3 - device evaluated by mfg?

Event description:
No additional information received from customer.